Event description:
I am concerned that electric toothbrushes may cause hearing problems. The vibration of an electric toothbrush can conduct loud noises through the teeth and jawbones to the inner ear. These noises may exceed safe levels of sound for the ear. I have done some of my own experiments which indicate that this should be considered by the FDA. Thanks.